Event description:
It was reported the patient was not able to adjust stimulation. It was stated the patient saw a "call your doctor" icon, and there was a power on reset (por) message since about week prior to report. It was noted the patient was trying to decrease stimulation when she got the por. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0989b, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. (B)(4).